Event description:
The customer's spouse called to report that the customer was hospitalized for low bgs. It was stated that the customer has been in the emergency room on several occasions due to low bgs. The customer was sleeping and troubleshooting could not be performed at the time of call. The spouse indicated that the customer had low bgs for the past six weeks. It was stated that the customer has been lowering the basal rate and the insulin-carbohydrate ratio. The doctor and the customer could not find a reason for the low bg. Troubleshooting was performed. The lead screw test passed. The programming on the pump was correct.